Event description:
The customer reported that the system would not shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.